Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported by the sales rep that the patient underwent surgery due to fracture. During the surgery, the physician found two set screws slipped. The surgeon change products timely to complete the surgery. The current status of patient is overall well.

Manufacturer narrative:
Product analysis:macroscopic and optical examination revealed thread crest and flank damage; this damage appears to be consistent around the damaged portion of the thread. Functional evaluation with sample m8 mas head found all three set screws unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.